Event description:
The customer reported the system intermittently failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. An upgrade was found necessary to repair the system. As of yet, facility permission has not been granted for repairs.